Event description:
Because of the medtronic infuse that was implanted during my surgery, I began to suffer from serious problems including pain, cancer, mental anguish as well as physical limitations.